Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the long bipolar grasper instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. For clarification the instrument was found to have a broken conductor wire at the yaw pulley. Failure analysis found the primary failure of a broken conductor wire to be related to the customer reported complaint. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage or loss of conductor wire insulation were observed. The root cause of broken conductor wire is attributed to a component failure. No functional test for energy activation could be performed due to the wire breakage. Additional observation not reported was that the instrument was found have a broken bipolar yaw pulley. A broken piece measuring approximately .20¿ x .08¿ is missing as a result of the breakage (at the opposite side where the conductor wire broke). The root cause is attributed to mishandling/misuse, such as excess force applied to the distal end of the instrument. Failure analysis found the additional failure of broken bipolar yaw pulley to be related to the customer reported complaint.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the long bipolar grasper instrument was working properly and was found to have broken cables. The procedure was completed with no reported injury.